Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Pain. Difficulty in walking [gait disturbance]. Case description: spontaneous report was received on (B)(4) 2013 from a nurse via a sales representative regarding a (B)(6) male patient, initials unknown. The patient's medical history was significant for previous treatment with euflexxa on (B)(6) 2011. On (B)(6) 2013, the patient received synvisc-one (hylan gf 20) injection into the right knee, dosage regimen and route of administration not provided. Three weeks after injection, the patient called the office and complained about pain and difficulty in walking. The patient was treated with medrol dosepak. The action taken with synvisc-one was not provided. The outcome and intensity for the events of pain and difficulty in walking was not provided. Concomitant medications were not provided. The reporting nurse did not provide the relationship of synvisc-one with both the events.